Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was higher than 400 mg/dl.